Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).

Event description:
It was reported that a lead integrity alert triggered for oversensing and noise was noted on the electrogram. The noise was reported to not be consistent with electromagnetic interference exposure; however, it was further reported that the lead delivered an inappropriate shock due to the noise/sensing issue. There were variable impedance measurements as well as several high impedance measurements and short v-v intervals indicating a possible fracture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.